Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, augmentation mammoplasty and abdominoplasty. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary and diso"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2017/bilateral tubouterine implantation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal pain, gen. Abnorm. Bleed, psych , bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 623220, manufacture date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: quality safety evaluation of ptc: product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, augmentation mammoplasty and abdominoplasty. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("mental anguish/anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary and diso"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2017/bilateral tubouterine implantation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal pain, gen. Abnorm. Bleed, psych , bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lot number added. Event psych injury was updated to depression. New events were added: abnormal bleeding (vaginal, menorrhagia) and mental anguish/anxiety. Onset date of the event pelvic pain was added. Action taken with drug was added. Reporter information, medical history and date of lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 623220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida, augmentation mammoplasty and abdominoplasty. Concomitant products included nsaids since (B)(6) 2009 and paracetamol (acetaminophen) since (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish/anxiety"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), abdominal pain ("abdominal pain"), bladder disorder ("bladder disorder nos"), urinary tract disorder ("urinary and diso") and migraine ("migraines / headaches"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2017/bilateral tubouterine implantation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved, the depression and anxiety outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, nausea, dyspareunia, vaginal discharge and fatigue was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal pain, gen. Abnorm. Bleed, psych , bladder/urinary problems . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: the essure device was successfully occluded; on (B)(6): the fallopian tubes were blocked. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number: 623220. Manufacture date: 2009-03. Expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events added from pfs- migraines / headaches, nausea, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue. Outcome of event menorrhagia, vaginal haemorrhage were updated. Lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder nos") and urinary tract disorder ("urinary and diso"). The patient was treated with surgery (salpingectomy (unilateral) on (B)(6) 2017). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic, abdominal pain, gen. Abnorm. Bleed, psych , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Reporters information updated. Event: abdominal pain, gen. Abnorm. Bleed, psych , bladder/urinary problems were added. Event outcome were updated to recovered: pelvic/ abdominal pain , gen. Abnorm. Bleed, bladder/urinary problems. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.